Event description:
It was reported that the day after implant this right ventricular (rv) lead was suspected of dislodgment and loss of capture (loc). The physician observed that after the implant procedure was completed the threshold measurements were unstable. The lead was reprogrammed which improved the pacing threshold, but a failure was later recorded. A chest imaging was performed showed this rv lead was pulled. The thresholds were still unstable on the next day follow up, and the physician decided to replace this rv lead. During the lead replacement procedure, it was confirmed that dislodgment did not occur. The physician successfully replaced this rv lead with a new lead. The device was returned to facility. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from the FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that the day after implant this right ventricular (rv) lead was suspected of dislodgment and loss of capture (loc). The physician observed that after the implant procedure was completed the threshold measurements were unstable. The lead was reprogrammed which improved the pacing threshold, but a failure was later recorded. A chest imaging was performed showed this rv lead was pulled. The thresholds were still unstable on the next day follow up, and the physician decided to replace this rv lead. During the lead replacement procedure, it was confirmed that dislodgment did not occur. The physician successfully replaced this rv lead with a new lead. The device was returned to facility. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination of the lead body and electrode tip was performed and found no anomalies and revealed no abnormalities except for dried body fluid in the helix housing, which is normal for active fixation leads. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the day after implant this right ventricular (rv) lead was suspected of dislodgment with loss of capture (loc). The physician observed that after the implant procedure was completed the threshold measurements were unstable. The lead was reprogrammed which improved the pacing threshold, but a failure was later recorded. A chest imaging was performed showed this rv lead was pulled. The thresholds were still unstable on the next day follow up, and the physician decided to replace this rv lead. The physician successfully replaced this rv lead with a new lead. The device is expected to return. No additional adverse patient effects were reported.